Manufacturer narrative:
Submit date: 10/27/2015. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer stated that the power cord is damaged and burnt and that arcing occurred.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; power cord is damaged, arcing occurred, and the power cord is burnt. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. Scd express compression system was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications.